Event description:
The rptr stated that she did back to back blood glucose tests. The tests were done within 10 minutes, using separate finger sticks. Her results were 161 and 231 mg/dl. She did no have any symptoms. Control solution test results were 144 and 174 mg/dl, no range was given.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8